Event description:
Use of postoperative pain pump destroyed shoulder cartilage.

Manufacturer narrative:
This report was received from the FDA, medwatch (B)(4). As no customer info was provided, no further info could be obtained. Without the contact info, actual product, lot, or specific event info, a complete analysis cannot be conducted. As no lot number was provided, the device history record and the lot history cannot be reviewed.